Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Company representative.

Event description:
It was reported the lead displayed noise episodes. Noise was not reproducible. The lead remains implanted.